Event description:
During treatment of the circumflex artery with a diamondback coronary orbital atherectomy device (oad), when attempting to remove the crown, the crown jumped forward towards the distal branch. The physician was unable to remove the oad and an unusual sound was observed when the glide assist button was pressed. Several attempts to withdraw the oad were made, however, were unsuccessful. The oad driveshaft was cut. The fractured crown was retrieved with a catheter and removed from the patient. The procedure was completed with angioplasty and a stent. The patient was hospitalized for 48 hours for observation.

Manufacturer narrative:
The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).